Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer¿s investigation summary regarding this report. The complaint device was not returned to olympus for physical evaluation. No malfunction of the complaint device has been reported. It was not possible to perform a DHR review with a missing serial number. Instead, the manufacturing and quality control review was performed for the last 24 months of production and showed no non-conformities or deviations regarding the described issue. Based on the information provided, this complication, which occurred post-procedure, occurred as a result of the patient¿s condition prior to the procedure and could not be attributed to the procedure itself.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. This event has been reported by the importer on MDR# (B)(4).

Event description:
The manufacturer received literature titled "interventional radiology-operated cholecystoscopy for the management of symptomatic cholelithiasis: approach, technical success, safety, and clinical outcomes". The objective of the study was to report the technique, complications, and clinical outcomes of interventional radiology¿operated cholecystoscopy with stone removal for the management of symptomatic cholelithiasis. Ten (77%) men and three (23%) women (mean age, 65 years) with symptomatic cholelithiasis underwent cholecystostomy followed by interventional radiology¿operated cholecystoscopy with stone removal. Major comorbidities precluding cholecystectomy included prior cardiac, pulmonary, or abdominal surgery; cirrhosis; sepsis with hyponatremia; seizure disorder; developmental delay; and cholecystoduodenal fistula. Cholecystostomy access, time between cholecystostomy and cholecystoscopy, endoscopic and fragmentation devices used, technical success, procedure time, fluoroscopy time, complications, length of hospital stay, time between cholecystoscopy and cholecystostomy removal, follow-up, and acute cholecystitis recurrence were recorded. The study concluded that interventional radiology¿operated cholecystoscopy may serve as an effective method for percutaneous gallstone removal in patients with multiple comorbidities precluding cholecystectomy. One patient developed acute pancreatitis four days after the procedure. The pancreatitis was managed medically but was complicated by an exacerbation of congestive heart failure. The patient was hospitalized for 32 days. Although requested, additional information could not be provided.